Event description:
It was reported that there was an over infusion of norepinephrine (8mg/250ml (32 mcg/ml)). The norepinephrine was found to be infusing although the pump was reportedly paused. The patient became "acutely hypertensive" due to unexpected infusion. On (B)(6) 2026, the customer provided the following narrative: at approximately 1200, a right femoral triple lumen central venous catheter was inserted by the neurocritical care team. The reporting nurse transitioned a new infusion of norepinephrine (running at 0.05 micrograms per kilogram per minute at that time) from a peripheral intravenous line to the central venous catheter. Following the line change, the patient¿s cerebral perfusion pressure decreased into the 50s and then to the high 40s, with low blood pressure noted on both noninvasive cuff and arterial line measurements. The norepinephrine infusion was titrated upward to achieve a cerebral perfusion pressure goal greater than 60 mmhg, reaching 0.2 micrograms per kilogram per minute without significant effect. The neurocritical care nurse practitioner was notified and ordered a 1 liter normal saline bolus and continued monitoring. The bolus did not improve blood pressure or cerebral perfusion pressure, and norepinephrine was further titrated to 0.3 micrograms per kilogram per minute with the nurse practitioner present at the bedside. At approximately 1440, the infusion pump generated an alarm. The reporting nurse assessed the central venous catheter site and observed no hematoma or swelling at the insertion site. The norepinephrine infusion, running at 0.3 micrograms per kilogram per minute, was paused and disconnected from the central venous catheter. While the line was disconnected from the patient, no medication was observed exiting the tubing. The charge nurse was notified and arrived at the bedside. The charge nurse and reporting nurse traced the tubing and alternately clamped and unclamped the line. Following this intervention, norepinephrine was observed flowing from the tubing while it remained disconnected from the patient. The infusion was then paused, and the tubing was reconnected to the patient; the norepinephrine infusion remained paused. Immediately thereafter, the patient¿s heart rate decreased to 39 beats per minute, and the patient developed significantly elevated blood pressure with systolic measurements greater than 200 millimeters of mercury. Pupils were equal, round, and reactive to light, with a neurologic pupil index greater than 4 bilaterally and pupil size greater than 2 millimeters. The nurse practitioner and care team were notified. The neurocritical care attending physician, fellow, nurse practitioner, and neurosurgery physicians arrived at the bedside. The patient¿s systolic blood pressure increased to greater than 250 millimeters of mercury, cardiac rhythm was normal sinus rhythm, and intracranial pressure was greater than the 20s millimeters of mercury range. The external ventricular drain was opened, and 9 milliliters of cerebrospinal fluid were drained by the physician. Hydralazine 20 milligrams was administered at 1506. Clevidipine infusion was initiated and subsequently discontinued after the patient became significantly hypotensive. Phenylephrine was administered at the bedside by the physician. During this event, the reporting nurse paused and disconnected the norepinephrine infusion from the central venous catheter, aspirated blood and residual norepinephrine from the line, and connected the clevidipine infusion. At that time, the reporting nurse observed norepinephrine exiting the tubing despite the infusion being paused on the pump. The charge nurse and another nurse also observed this. All infusions running through that pump and its channels were stopped, and the infusions were restarted using a different pump and channels. Mannitol and a 500 milliliter fluid bolus were administered. Once the patient achieved hemodynamic stability, the patient was transported for computed tomography imaging. The hospital medication safety officer indicated that no permanent harm was directly attributed to this event. The hospital medication safety officer indicated no permanent harm attributed directly to event."

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.